Event description:
The facility returned the device for service. During service the baxter repair technician noted fail code 804:22 during the user inteface module burn in test. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 30, 2007. Evaluation summary: the condition of fail code 804:22 was observed during the user interface module burn in test. This fail code was due to a defective pump head module. The pump head module was replaced. This issue is currently being investigated. Review of the complaint history reveals similar reports have been received for this product for the reported issue.